Manufacturer narrative:
The device was received at boston scientific return products and is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No suspicious system errors were identified. The device was then exposed to simulated heart load conditions, and the sensing functions were tested. No electrogram noise was noted and the device impedance was within range. The r-wave was normal in appearance. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory on (B)(6) 2018. This sicd device was explanted and the electrode was surgically capped. The patient history was significant for oversensing associated with inappropriate shock delivery. The sicd device was explanted and replaced with a dual chamber implantable cardioverter defibrillator device and transvenous lead system.

Manufacturer narrative:
The device was received at boston scientific return products and is currently undergoing laboratory testing.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory on (B)(6) 2018. This sicd device was explanted and the electrode was surgically capped. The patient history was significant for oversensing associated with inappropriate shock delivery. The sicd device was explanted and replaced with a dual chamber implantable cardioverter defibrillator device and transvenous lead system. The sicd electrode was surgically capped.